Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display, failed battery test, battery out limit, low battery alert and weak battery from the insulin pump. The customer's blood glucose level was 124 mg/dl. The customer stated that he had a lot of issues with his batteries. The customer checked the alarm history and found battery out limit alarms and low battery alerts. The customer was advised to insert new energizer aaa alkaline battery. The customer stated that the display did return. The customer was advised to monitor the pump.